Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: neck angulation greater than 60 degree.

Event description:
Additional information was received. The patient¿s proximal neck was 23-26 mm in diameter and 13 mm in length. The left common iliac artery was 11-12-10 mm in diameter and the right common iliac artery was 10-14-10 mm in diameter. The right external iliac artery measured 7-7.5 mm in diameter and the left external iliac artery measured 7.5 mm in diameter. The neck angle was 70 degree.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. It was reported that the endurant bifurcate was delivered in a torturous neck and the device was implanted about 1 cm lower than intended. The result after finishing the rest of the implant was a proximal type I endoleak. The physician attempted to resolve the endoleak with an endurant aortic cuff and unintentionally partially covered the left renal artery. The cuff did not resolve the endoleak. No additional clinical sequelae were reported and the patient is being monitored.